Manufacturer narrative:
Additional information: the thrombus was ballooned in the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was used to treat a moderately tortuous, mildly calcified lesion with 90% stenosis in the mid diagonal branch. The device was inspected with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It was stated that the stent appeared to be implanted successfully with no deformation issues or kinks noted. It was reported that the patient suffered sub-acute stent thrombosis 8 days post stent implant. The patient also suffered vessel occlusion due to the thrombus. It was stated that the thrombosis was believed to be related to possible dapt compliance issues. The patient is alive with no further injury.